Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a sensor error alert on their insulin pump. The customer's blood glucose was 155 mg/dl. The customer also reported a reservoir leak while filling their reservoir. Troubleshooting did not find any fluid visible under the lcd display or battery and reservoir compartment. Customer also reported air bubbles in their reservoir. The customer stated the air bubbles were about half an inch wide. It was also found the customer's insulin pump passed all functional tests during troubleshooting. No additional information provided.